Event description:
The pt's artery was cut down, and the dr tried to insert an iab sheathless through the pt's open femoral artery. He was not able to so a sheath was used without any further problems.